Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the left external iliac vein, the pta balloon allegedly ruptured at 10atm during the second inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. An initial visual inspection did not find any rupture related defects with the balloon. However, when the device was inflated, water was seen exiting from the barrel of the balloon. The fibers were stripped, and a pinhole rupture, partial circumferential rupture, and compound rupture were noted on the balloon. Therefore, the investigation is confirmed for rupture. The definitive root cause for the ruptures could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the left external iliac vein, the pta balloon allegedly ruptured at 10atm during the second inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.